Event description:
The customer reported that the pump quick bolus/wake button was challenging to press and often required multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to press the button more firmly and provide support opposite the button, but the issue persisted, leading to the decision to replace the pump. The customer was informed about the need for replacement, and a backup therapy using multiple daily injections (mdi) was planned to ensure continued insulin delivery. The pump was within warranty, and the customer was given instructions for returning the problematic pump with prepaid shipping materials.